Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Therapy date: unknown date in 2016. Address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow issue with a clearlink system continu-flo solution set with duo-vent. This occurred during infusion. It was stated that they were having low flow and slow flow issues with the clearlink access set in the ob anesthesia department. They were not using a pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.